Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The applier broke during an intervention. There was no injury. The jaws are misaligned so cannot load clips. There was no injury.

Event description:
The applier broke during an intervention. There was no injury. The jaws are misaligned so cannot load clips. There was no injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in october of 2013. Evaluation of the returned instrument shows that it has been sent in for repair and the exterior finishes and laser marking are not as produced and it has the repair lot coding of r-10-19 on the side of the proximal handle (g00436m). Further evaluation shows that the jaws are loose and misaligned to each other in the closed position and the jaw pivot pin is slightly sticking out on one side of the outer tube assembly and the knob rotation and handle to jaw mechanism are dry and sluggish feeling and in need of proper lubrication. We are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned in the closed position and for the jaw pivot pin to be sticking out of one side of the outer tube assembly and for the knob rotation and handle to jaw mechanisms to become dry and sluggish feeling but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.